Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implant slipping was noted at an appointment on (B)(6) 2019. The patient reported that she didn¿t do anything. The patient reported that nothing was done to resolve the issue. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-03-01 (B)(4) (con): the patient reported that they had an implantable neurostimulator (ins) implanted about 2 years ago. They stated that since then, their implant has slipped over their spine. No further complications or patient symptoms were reported or anticipated.